Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a user workflow issue as per salesforce. Unit was tested with the navigation system cart that was used during the reported case clinical specialist had sawbone mannequin to test multiple spinal processes and was able to verified accuracy between navigation system and imaging system tracker. Performed system checkout, imaging system is operational. "Software functioning as designed." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version#: (B)(6), this was the system related with navigation system case (B)(4), navigation system, regulatory rep # 1723170-2026-00117. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that alleged inaccuracy of a screw placement during navigation. This had occurred intra operatively. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
In a related case, the manufacturer representative (rep) went to the site to test the imaging system and unit was tested with the stealth cart that was used during the reported case. Clinical service had sawbone mannequin. To test multiple spinal processes and was able to verified accuracy between navigation system and imaging system tracker. The unit has been used since with no issues. System checkout completed in accordance with advanced service manual. Closing case per system functioning as intended, as confirmed by 2nd occurrence system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was >5mm inaccuracy.

Manufacturer narrative:
H2:additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.